Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00136 head; MDR 3025141-2016-00137 neck.

Event description:
Arh slide-loc product was implanted on (B)(6) 2016, during a routine follow up examination, it was discovered that the head/neck assembly had disassociated from the stem. The implants were explanted on (B)(6) 2016. The sales rep reports that the laser lines on the head and neck were not aligned after rotation to lock; this leads to incomplete locking of the implants.